Manufacturer narrative:
(B)(4). Medical products: all poly patella, catalog #: 00597206529, lot #: 64760900; femoral component porous, catalog #: 00597201701, lot #: 63147800; tibial component pegged precoat, catalog #: 00597005501, lot #: 61831600. (B)(6). The complaint device will not be returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04307. Product discarded.

Event description:
It was reported that patient underwent a total knee arthroplasty. Subsequently, the patient underwent a revision due to poly wear and synovitis. The patient had synovectomy and the polyethylene component removed and replaced. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by visual inspection of the provided picture which shows discoloration (yellowing) in multiple locations of the articular surface. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.